Manufacturer narrative:
Reference record (B)(4). Catalog number is the us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced redness to stoma site for two weeks. On (B)(6) 2021, the patient was hospitalized for pain when flushing peg tube. On (B)(6) 2021, it was reported that the patient remains hospitalized for flucloxacillin intravenous antibiotic therapy for stoma site infection.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, the patient expired. During hospitalization for stoma site infection, the patient developed a collection of fluid around the peg site. On (B)(6) 2021, the patient completed a procedure to have the collection drained. The nurse reported that the patient became unwell after the drainage and passed away on the night of (B)(6) 2021.